Event description:
Testing supplies being delivered under extreme temperatures from manufactures. Manufactures claim that supplies are stable at ambient temperatures. Manufacturer will not define ambient or extreme temperatures to customer. FDA safety report ID# (B)(4).